Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for a capacitor charge time limit having been reached. The device was subsequently explanted and replaced.